Manufacturer narrative:
No product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 26 mar 2024 from a 58 year old male patient with a medical history including end stage renal disease, stating blood was observed leaking from the cartridge during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 03 apr 2024 from the home therapy nurse (htn) who stated the patient did not experience any symptoms or require medical intervention. Following the event the patient continues to treat using the nxstage system.